Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a failed transmitter error was reported. Data was provided for investigation. The problem was confirmed. The probable root cause was determined to be a low battery that led to a transmitter failure.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.